Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the device had breakage suture issues. A labeled winding former and a needle-suture piece was received for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. A piece of suture was examined, and the end was observed to be damaged (busted). However, during the functional test the suture was broken; since has begun with the process of degradation and the test could not be performed. The product code contains an absorbable suture and due to the sample was received opened, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of performance breakage suture, was caused by suture degradation exposure to environment. Six unopened samples were received for analysis. During the visual inspection of six unopened samples, no defects were observed on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was observed, and the tested sample meet the finished goods requirements.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2019 and suture was used. During the procedure, the suture ripped. Upon evaluation, the suture had begun the process of degradation. There were no adverse patient consequences reported. No additional information was provided.